Event description:
The customer stated that the display is not complete and that parts of the display are missing. A review of the system was performed over the phone which indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.